Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the slot where the reservoir goes in was filling up with insulin outside of the reservoir. Customer took out the reservoir and rewound. Customer stated that her blood glucose was over 400 mg/dl at the time of the incident. Customer's current blood glucose is 142 mg/dl. Customer stated that her reservoir may have a leak that is causing insulin to leak out into the reservoir compartment. Customer stated that she thinks the barrel on the reservoir may have been the cause. Customer determined that the pump is working okay. Customer stated that she was changing out her infusion set to treat the high blood glucose. Customer declined to troubleshoot the high blood glucose due to the cause being the leak in the reservoir.